Manufacturer narrative:
Device is a combination product. Device evaluation by MFR: synergy ous mr 2.50 x 32 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the proximal region of the stent were lifted and pulled proximally. The undamaged stent od (outer diameter) was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube shaft kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23jul2020. It was reported that crossing difficulties were encountered. The 65% stenosed, 2.50 x 30, concentric, de novo target lesion with a bend of <= 45 degrees was located in the mildly tortuous and moderately calcified left anterior descending artery. Following pre-dilatation with a 2.0 x 15 balloon catheter, a 2.50 x 32 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, device analysis revealed stent damage.